Event description:
Initial sodium result of 136 mmol/l. Same sample repeated the first time recovered 141 mmol/l. Same sample repeated again, recovered 141.2 mmol/l. Initial results were not reported, patient was not adversely affected. The field service representative was unable to determine cause. Performance check tests were performed and within specification. The user reports no further occurrences.